Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. The customer stated that there were some motor errors in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. The pump passed the stop and run currents tests. Unable to perform the self test, unexpected restart, displacement, basic occlusion, occlusion, prime and no delivery alarm tests due to the motor error alarm. The pump had a cracked case at the display window corner and minor scratches on the display window.